Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The trial patient reported she has had a loss of therapy due to a broken lead wire. It was noted that health care provider (hcp) are aware and are trying to arrange for patient to come in as soon as possible to remedy the issue. The patient stated they are trying to get caller back into hcp office on the day of this call. Additional information reported that it was not clear but patient stated that she tugged during her sleep and the wire broke. It was noted that the wire was cut, it could not have broken. It was noted that device was explanted on (B)(6) 2016.